Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product was requested.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 340 mg/dl and a result in the 100's mg/dl. No adverse event reported. Patient no longer had strips; therefore, no product could be requested to be returned for product evaluation.